Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the ambicor penile prosthesis (app) device is going to be revised because the "cylinders are not getting hard." The physician suspects there is a tear in the cylinders. Additional information received states the revision surgery was postponed to an unknown date. Further additional information received states the patient has not used the device for the last 4.5 years. They surgery has been postponed due to the corona virus pandemic. No further information is available.